Manufacturer narrative:
Results: the pet lock on the proximal end of the ruby coil pusher assembly was intact. The pusher assembly was kinked in multiple locations along its length. The coil was intact with the pusher assembly. The coil was compressed distally, away from the proximal constraint sphere. The embolization coil outer diameter (od) was measured to be within specification. Conclusions: evaluation of the returned device revealed that the embolization coil was intact with the pusher assembly, but compressed distally away from the proximal constraint sphere, and damaged throughout its length. This type of damage typically occurs due to improper handling during use. If the coil is forcefully manipulated against resistance, this type of damage may occur. The damage found on the pusher assembly was likely incidental, and may have occurred during packaging for return. Penumbra coils are 100% visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a ruby coils. During the procedure, the physician was unable to advance a ruby coil out of another manufacturer's microcatheter. The physician did not report any resistance while attempting to advance the coil. The ruby coil was removed and the procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse report to the patient.